Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using thus software. Proceed with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement test, active current measurement test, and displacement test. Pump failed self test. Unit alarmed pump error 63. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that on 12/30/2018 18:00:00.000 power error (25) alarm was recorded. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored for 24 hours. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. In addition during pump history download review pump error 63 was also recorded on 12/30/2018 22:07:31.000. (File number: 37 line number: 380).pump error 63 was triggered in the self test due to the ambient light failure per software engineering log. Unit received with broken belt clip rails, serial number label damage (faded and stained), battery tube threads - cracked, cracked case (battery tube), keypad overlay texture damage, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In conclusion, customer concern was confirmed during download history review due to j6/pcb1 connector anomaly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported power error detected and flat battery. The customer reported no adverse event. The event involved product mmt-1711k. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-mmt-1711k and insulin pump was retuned for analysis.